Event description:
Patient reported unknown side "problem with device". Device remains implanted. Patient later reported right side capsular contracture baker grade iii, folds, loss of aesthetic breast contours and a growing sensation of hardened to the touch, ripples. Patient reported "liquid collection".

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade iii.